Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds) and chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. The next clip delivery system (cds (B)(4)) was advanced to the left atrium. The cds was attempted to be positioned above the mitral valve; however, while steering, the clip moved medially no matter what maneuvers where made. The clip interacted with the chordae multiple times. Troubleshooting was performed to remove the clip from the chordae; however, the anterior leaflet developed a flail due to a chordal rupture. After 2 hours, the cds was removed with the clip due to the steering issue and replaced. A new cds was used successfully to treat the mr and chordal damage. Two clips were implanted, reducing the mr to 2. No further clips were implanted, as there were insufficient mitraclip devices on site. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: type of reportable event.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported sleeve steering issue was not confirmed. The reported difficult to remove from the anatomy could not be replicated in a testing environment as it was related to procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended. The reported difficult to remove from anatomy appears to be a result of the sleeve steering issue, and is therefore, related to procedural circumstances. The reported patient effect of tissue damage was a result of procedural conditions and due to the clip interacting with the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.